Manufacturer narrative:
Novocure opinion is that a contribution of the transducer arrays to the skin infection and skin inflammation/irritation cannot be ruled out. Seborrheic dermatitis is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 72-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On (B)(6) 2024, novocure was informed that the healthcare provider (hcp) advised the patient to temporarily discontinue optune gio therapy due to skin irritation described as red bumpy spots on both sides and front of the head on (B)(6) 2024, the patient reported taking time off therapy due to skin irritation and planned to use a skin barrier in the future. The patient's spouse later reported on (B)(6) 2024, that the patient was still off therapy and using hydrocortisone until the scalp healed. By (B)(6) 2024, the patient experienced further irritation and again stopped optune gio therapy. Images from this time showed mild to moderate erythema throughout the scalp. On (B)(6) 2024, novocure was informed that the patient had been diagnosed by a dermatologist with seborrheic dermatitis and impetigo on the scalp. Treatment was initiated on (B)(6) 2024, that included an unspecified oral antibiotic and unspecified medication for impetigo. The patient's spouse reported that although the patient tried to resume therapy, he could not continue due to persistent itchiness and redness. By (B)(6) 2024, the spouse noted that the scalp infection and irritation had resolved, and the patient resumed therapy on (B)(6) 2024. The hcp reported on (B)(6) 2024, that the patient was treated for suspected impetigo and seborrheic dermatitis, related to optune gio use. On (B)(6) 2024, novocure was informed that on (B)(6) 2024, the patient's scalp infection had recurred, leading to not resuming optune gio therapy. The patient sought consultation with a dermatologist, who subsequently prescribed an unspecified antibiotic.